Event description:
It was reported that the patient was symptomatic with bradycardia. The device was suspected of rapid battery depletion. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4512 implantable pacing lead 1988 (B)(6); 4012 implantable pacing lead 1988 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.